Event description:
During a remote follow-up, episodes of undersensing resulting in withheld therapy were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.